Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 30mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was squirting insulin out during prime. All settings, alarms, histories, and daily totals were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.